Event description:
The customer called in to report that she had been receiving an alarm when filling her reservoir. The customer's blood glucose level is 339 mg/dl. Troubleshooting was performed on the device and it was found that the drive support cap was sticking out. The customer had not pressed the drive support cap in while connected to the device. We advised the customer to discontinue use of the pump and to revert to a backup plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to inability to prime. The insulin pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.